Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pressure dome membrane leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h353 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot h353 shows no trends. Trends were reviewed for complaint categories, pressure dome membrane leak and alarm #17: system pressure. No trends were detected for these complaint categories. The customer returned photographs for evaluation. A review of the photographs verify the pressure dome membrane leak as blood is seen on the instrument pump deck. The leak appears to be coming from the system pressure dome; however, the exact location of the leak could not be determined based on the photographs provided. A material trace of the pressure dome housing assembly and its components used to build lot h353 did not find any non-conformances. A device history record (DHR) review did not result in any related non-conformances. This lot passed all lot release testing. The cause of the alarm #17: return pressure alarm was most likely due to the pressure dome membrane leak. A root cause for the pressure dome membrane leak could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report that they experienced a pressure dome membrane leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer stated that approximately 220 mls of whole blood was processed at the time the leak occurred. The leak occurred at the system pressure dome during the purging air phase of the procedure. The customer reported they received an alarm #17: return pressure alarm. The customer aborted the ecp treatment and did not return residual blood within the kit to the patient. The patient was reported to be in stable condition and was treated on another instrument the same day. The customer returned photographs for investigation.